Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged while the patient was in the recovery room following the implant procedure. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.